Event description:
Boston scientific received information that the right ventricular (rv) lead had tripped the lead safety switch due to impedance measurements greater than 2000 ohms. While investigating, it was noted that ventricular tachycardia (vt) episodes were stored due to noise. When telemetry was removed, the noise persisted; however, only occured in bipolar configuration. The patient was not pacemaker dependent and had no symptoms. When the minute ventilation was programmed off, the noise resolved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that th pocket was opened and visual check of the lead confirmed that the lead was fully inserted into the device. Upon removal of the lead from the header, dried blood was noted on both the terminal pin and ring electrode as well as in the rv port. The lead was thoroughly cleaned and the port was flushed. All testing confirmed normal function. The system remains implanted as the physician believed the clinical observations were a result of the blood infiltration, which was removed. No adverse patient effects were reported as a result of the procedure.